Event description:
Boston scientific speedband superview super 7 multiple band ligator fired a first band, but would not fire; an attempted second or third time. Device was removed from pt and it was noted that the bands appeared to be overlapped, and the device would not fire. A subsequent "like" device was opened and utilized without issue.